Manufacturer narrative:
MFR has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, MFR will evaluate it/them and, if either the meter or strips do not pass inspection, MFR will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra was not powering on. The customer care advocate (cca) verified that the battery was correctly installed and that the battery was replaced per the owner's manual. The cca also confirmed that the meter does not power on with the power button and with test strip insertion. The patient indicated that the alleged power issue started fifteens days before, the patient usually tests 4 times per day but was unable to test her blood glucose for about a week. During the time period that she could not test, she was taking her "base" amount of glucophage (dosage unknown, twice daily) and lantus (30 units at night). She also indicated that she takes a glipizide if her blood glucose levels get above 300 mg/dl but since she was unable to test her blood glucose, she was guessing how much medication to take. One week later, after dinner, the patient developed symptoms of feeling disoriented and not being able to talk. She did not attempt to test on her meter since it has not been working but she administered self-care with 30 units of lantus and a glipizide pill. An hour or two later, her symptoms did not improve so her husband took her to the emergency room. The patient's blood glucose was "402 mg/dl" on the hospital's meter and she was treated with insulin. The patient was released from the emergency room a few hours later. This complaint is being reported because the patient alleged she was unable to test on her for about a week due to a power issue and then developed hyperglycemic symptoms and received insulin treatment at the emergency room. The meter, test strips, and control solution were replaced.